Event description:
The biomedical engineer (biomed) reported that the zm transmitter would not maintain a signal. The ECG rhythm would come in for a few minutes then intermittently go blank. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (biomed) reported that the zm transmitter would not maintain a signal. The ECG rhythm would come in for a few minutes then intermittently go blank. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.